Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) to treat a type ii endoleak using penumbra coil 400 coils (pc400 coils). During the procedure, although a slightly tortuous vessel was noted between the left femoral circumflex artery (fca) and the left (iia), there was no issue accessing the target vessel. The physician inserted another manufacturer's catheter in the peripheral portion of the left fca then inserted a px slim delivery microcatheter (px slim) through it in order to advance them both towards the left iia. Since there was a bigger aneurysm in the left iia, the physician wanted to embolize the left inferior gluteal artery first because blood flow to the aneurysm could be stopped using fewer coils. However, after an unsuccessful attempt to advance the px slim from the left iia to the left inferior gluteal artery, the physician decided to embolize the aneurysm in the left iia instead. The physician delivered four pc400 coils into the aneurysm using the px slim. While attempting to advance a fifth pc400 coil through the px slim, the physician experienced resistance and was unable to advance the coil out of its introducer sheath. Therefore, the pc400 coil was removed and the procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.